Event description:
This is a report received by baxter (B)(4) on (B)(6) 2009 from. The customer reported that in 10 cases the male luer lock of the filtration tube (connection to aquamax-filter) is defective. The luer lock rotated and doesn't plug up. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was returned and evaluated. The customer?s reported condition that the luer lock did not plug up was confirmed. The pp lock ring thread of the male luer lock of the defective sample was damaged. The root cause of this problem could not be determined. The results of the test performed on the defective sample show that the screwing of the lock ring was in compliance with the specification. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No corrective action was performed in regards to this complaint.